Event description:
Adult male with history of hypertension (htn) and left anterior descending artery (lad) stent and recent angina. Procedure is l heart cath. Wire had waveform prior to insertion but lost waveform with equalization while in use. Unable to get waveform back. A new one was used. Minor delay but no known further complications. Manufacturer response for wire, guide, catheter, comet¿ ii (per site reporter): will obtain.